Event description:
It was reported that a small volume intermate was observed with particulate matter inside the balloon. The device was filled with an antibiotic solution. There was no patient involvement. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). Additional information: device was manufactured on november 05,2014 - november 10, 2014. The device was received for evaluation. Visual inspection revealed white particulate matter, floating in the fluid of the bladder. Fourier transform infrared spectroscopy identified the particulate matter to be acrylic material. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.